Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on january 01, 2000; and that remote monitoring was disabled. This device remains in service no adverse patient effects were reported. Additional information was received that a magnet was placed over the device at the time of the reading. This device remains in service no adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on january 01, 2000; and that remote monitoring was disabled. This device remains in service. No adverse patient effects were reported.